Event description:
It was reported that at implant the lead was difficult to position. The lead was then explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead analyzed. Blood present on the distal conductor and in/on the lobe mechanism.